Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787 ; serial/lot #: unknown, product ID: 9735773 ; serial/lot #: unknown  h3) a manufacturer representative went to the site to test the navigation system. The battery was replaced and the system functioned as intended.  Codes: b01, c02, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart turned off itself. The field representative (rep) said when they tried to replicate the issue, the main cart turned itself off after 11 minutes. After that, the system would only remain on for a few seconds before turning off again. There was no patient involvement. The rep reported that after unplugging the battery, the system functioned as intended. The system then powered down again. Troubleshooting was performed, the rep removed the the navigation system back panel and disconnected the battery from the uninterruptable power supply. The rep said the battery temperature was warm to the touch. The system booted as expected with the battery disconnected. The rep plugged the battery back in again to see if the second boot would cause the main cart to turn off, but it did not. At the end of the call, the system was performing as expected and there were no issues with the system turning off. After 12 minutes of t he system remaining on, the battery was warm still, but nothing out of the ordinary. The issue was resolved on call.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated for 9735773 to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly. The battery was tested (25.36v) with a known good uninterruptible power supply (ups) for a 24hr period. During the 24 hour test, the ups shut down due to the battery overheating thus causing no power. Codes b01,c02 ,d02 are applicable and previously reported. H3,h6: a hardware analysis was initiated for 9735787 to determine the probable cause of the reported behavior. Analysis found that there were no failures found. The uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under the battery power for the set 11.5 minutes before ups shut down as programmed. Code b01 is applicable and previously reported. Codes c19 ,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.